Event description:
Caller reported aviva blood glucose results of 370 mg/dl and 150 mg/dl within 10 minutes. Caller reported another, separate comparison on the same system of 371 mg/dl and 92 mg/dl within 10 minutes. Preliminary review of device history shows results on a different day to be 376 mg/dl and 153 mg/dl within 10 minutes on the aviva blood glucose meter. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because strips had expired.